Event description:
The facility reports the staff member was giving a shower to the injured party in the shower trolley. After completing the shower, the staff member turned the resident onto the stomach and proceeded with drying the resident. The shower trolley stretcher then came detached from the left side. The resident fell out of the shower trolley on to the bathroom tile floor. The resident sustained injuries to the shoulder and arm. The complete injury description was not provided. The resident received some medical treatment and was released the same day from the ER. MFR. (B) (4).

Manufacturer narrative:
An arjo investigator has examined the device and found missing screws throughout the unit stretcher and a significant amount of rust. There was cracked fiberglass throughout the stretcher and a broken lock on the right rail. The unit could not be function tested due to its condition. The unit is completely worn. The root cause for the incident is lack of maintenance. The locking hook that was broken should be replaced once a year; defect product was used. The product is 15 years old and, even though no expected lifetime is stated in the 1993 user manual, it is pointed out that the lifetime is depending on sufficient maintenance. In the current operating and product maintenance instructions manual (opi), it is stated under the chapter titled "service and maintenance to weekly examine the trolley for damages. Obviously the product was in need for a service/technical check for quite some time. In its current state, the device is dangerous to use. The manufacturer strongly recommends it be replaced. At a minimum, worn/damaged parts have to be replaced and lift operators retrained, especially regarding regular inspection and maintenance of the equipment.